Manufacturer narrative:
The product has not been returned to zoll for evaluation, and the tracking confirms the pads remain at the customer site. If returned, they will be evaluated and documented. The customer reported that the patient had flaky skin and no skin preparation, which may have contributed to poor pad adhesion. A review was conducted of the device history record (DHR) for the electrode lot associated with this complaint. The review found no abnormalities. Incoming inspection results for the foam lot met specifications. Evaluation of a retain sample from the electrode lot confirmed proper pad adhesion as intended. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the electrode pads would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.